Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an alarm was generated when the device was turned on due to the defective main board olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was an alarm when the device was turned on due to a defective main board. Additionally, the red/green/blue filter rotated after a period of time when the device was turned on. The dimming did not work due to a defective main board and the high intensity mode could not be activated due to defective scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the front panel was flickering on the light source. The issue was found during preparation for use for a therapeutic laparoscopic procedure. The facility finished the procedure with another similar device. There were no reports of patient harm, and the patient was not under anesthesia.